Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges filters are turing black. The patient alleged chest pain. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged chest pain. There was no report of serious or permenant patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: evidence of sound abatement foam degradation/breakdown was observed in the base unit. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure (B)(6). The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil verified the device provides airflow using a known good power supply. Care orchestrator data was unavailable. 0 errors were logged. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device , there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.